Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for renal failure, and the patient remained in the hospital six weeks post admission. An echocardiogram revealed the patient had a low ejection fraction rate, a dilated heart, and their lungs were squeezed. The patient's heart rate was measured at 40-50 beats per minute. The physician suggested that the rate was quite low, and the device should be reprogrammed due to a possible pacing problem. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.